Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 3:30 pm for high and low blood glucose of 23 mg/dl to 508 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer had the wrong identification programmed on their transmitter. The customer also experienced calibration errors and lost sensors. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
.